Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two (2) products from the same lot were leaking. This occurred before/upon opening the package. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Two device samples were received in used condition in a plastic bag. Four photos were also received where two tubing are observed and a photo of a tubing under water and bubbles is identified. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. A leak test was performed, and the result of the corrugated tubing assembly test was acceptable. The complaint was not confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.